Event description:
It was reported the left monitor failed to display an image. This malfunction resulted in a loss of imaging functionality. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.